Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold and had no capture at any output. Chest x-ray was taken and it showed that the lead migrated back into the coronary sinus. Field representative could not verify if this event could be considered as lead dislodgement. This lv lead was explanted. No additional adverse patient effects were reported.